Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal low voltage alarms was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller. The controller event log files collectively contained approximately 7 days of relevant information (21jan2000 ¿ 28jan2000 per timestamp) and the controller periodic log files collectively contained approximately 11 days of information (18jan2000 to 28jan2000 per timestamp). The observed events did not impact the ability of the controller to operate the pump at the set speed. The driveline was disconnected at 23:58 on 28jan2000, which is consistent with the controller¿s exchange. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the controller was connected to multiple power sources, and abnormal alarms were not able to be reproduced, even when the cables were physically manipulated. The continuity of the inner power cable wires was also measured and found to be within specification. The device history records were reviewed, and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ instructs users to, at least once every six months, contact their hospital contact to charge the backup battery within the backup system controller, to perform a self-test on the backup system controller, and to ensure that the backup system controller¿s settings are identical to the primary controller¿s. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms that would resolve upon movement of the system controller power cables close to the connectors. The patient changed the batteries and checked the connections but was unable to resolve the low voltage alarms. The system controller was exchanged and the alarms resolved. Log files were sent for review and revealed low voltage hazards recorded in the log. Additional information received on 31jan2025 indicated that the patient could not confirm if all power had been lost. As of 10feb2025, there were no other issues were noted since the exchange.